Manufacturer narrative:
The pump was received with a cracked/bleeding lcd glass. Unable to perform the displacement test due to the cracked and bleeding lcd glass. The pump had a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the customer fell off the bed while wearing the insulin pump. The insulin pump's screen was cracked and they were only able to see the last two lines. Customer's blood glucose level was 11 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.